Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "it was reported to me via telephone that the tip of a wing retractor nail (B)(4) broke off and remained lodged in the patient's bone during hip surgery. The tip remains in the patient."